Manufacturer narrative:
(B)(4). D10 - medical product: persona articular surface fixed bearing ultracongruent (uc) catalog # 42522200511 lot # 64842916. Persona all poly patella catalog # 42540000032, lot # 65140199. Tibia cemented catalog # 42532007102, lot # 65046974. Unk bone cement catalog # unk, lot # unk. H6: mechanical (g04) - femur. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient was experiencing pain, stiffness, and swelling two years post-op post implantation for which physical therapy has been prescribed. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b3, b4, b5, b6, d2, e1, g1, g3, g6, h1, h2, h6, h10.

Event description:
It was reported patient was experiencing pain, stiffness, and swelling with concern for scar tissue involvement two years post-op post implantation for which physical therapy has been prescribed. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6; h10; h11 product has not been returned. No product evaluation was able to be completed. Root cause of the reported event is not device related. Postoperative joint swelling is a localized swelling or inflammation which is described as an accumulation of fluid in the interstitium, the space between cells, located beneath the skin and in cavities of the body. Inflammation from surgical trauma causes the release of moderators called cytokines. Swelling may increase during activities or when sitting or standing in one position for an extended period. Swelling or inflammation is the body¿s natural response to heal damaged tissue postoperatively. According to the aaos, mild to moderate swelling is a normal and expected finding for three to six months following surgery. Severe swelling is not considered an expected finding and is indicative of an underlying complication. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.